Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer uses MRI at work and removes insulin pump, but is not sure if pump had been exposed. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump failed displacement test and alarmed motor error during rewind due to encoder signal out of phase. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.